Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (displays error code when charging battery pack) was unable to charge due to an internally shorted l4 component. The root cause of the shorted component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.